Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). Visual inspection revealed the endoscope had a missing distal window which resulted in fluid invasion and subsequent major damage to optical components. The complete window was missing. Fragments of adhesive of the distal window were missing. The scope was scrapped.

Event description:
The endoscope was found to have a focusing issue and physical damage in central processing. There was no report of patient involvement.